Manufacturer narrative:
The pump passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Low battery alert, power loss alarm, replace battery alert, or replace battery now alarm found in the pump trace download due to moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump had low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for the further analysis.